Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked reservoir tube, cracked battery tube threads, cracked case at the display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged. Customer stated that the top of the reservoir compartment was broken and prevented the reservoir from locking into place. The customer confirmed that the device has been bumped and dropped. The customer also reported that the insulin pump's battery cap was cracked. Most recent blood glucose level at the time of the call was 168 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.